Event description:
A nurse reported that the valved trocars were leaking during vitreoretinal procedures. The procedures were completed without consequences to the patient's involved. Additional information and product samples have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: a device history record (DHR) review was conducted. According to the DHR reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product released met the manufacturer¿s acceptance criteria. Three lots were reprocessed for anomalies that did not contribute to the customer complaint. No additional anomalies were identified in review of the DHR. A complaint history examination indicates three complaints were associated with the reported lot. Three product samples were returned for evaluation. The returned samples were visually inspected and were observed to have the following visual results: sample #1 and #2 were nonconforming with damaged septums and sample #3 was conforming. Since the samples were returned already opened and appeared to have used the timing of the damage to the septums cannot be determined. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
Additional information: a product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).